Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(4).2021. On the same day the sensor was inserted, the patient removed the sensor due to burning sensation in the area. Upon sensor removal, the patient stated the area appeared to be infected. The patient developed redness, pimples, and pustules under the sensor patch. The patient was seen by her doctor who prescribed an unspecified antibiotic. At the time of the call the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).